Manufacturer narrative:
The device history record (DHR) review did not indicate any exception that could lead to the reported incident.  Sample was not return for investigation. Based on supplier's investigation results, a sample was tested for physical and chemical test after each order finished. They checked on physical and chemical test report for this lot and found all the results were within criteria. Therefore, the root cause could not be determined.

Event description:
Based on the customers description the lap sponge disintegrated inside the patient. The lap sponge was removed by manual picking and irrigation. The patient is doing well.

Manufacturer narrative:
The sample was received for investigation. It was noted the sample was disintegrated. An investigation on the whole production process was completed with the following results: investigation on the bleaching workshop: the technological process for bleaching is stable and has not been changed. Each batch cloth after bleaching is inspected by quality assurance and the lab to make sure they are qualified before production. The complaint lot DHR shows all inspection results are qualified. After cutting, sewing and washing, workers check and sort each product during folding. If products are disintegrated before folding, workers will remove them. After folding, products are packed and steam pre-treated. The steam pre-treatment has been validated, and no factor causes the product to disintegrate. We were not able to determine any issue in the process that could lead to the reported incident. The product has also been validated for standard ethylene oxide (eto) (eo) and gamma sterilization. Cardinal health uses eo sterilization for the catalog number provided above. Unfortunately, the root cause could not be determined for this report. Therefore, no corrective action will be taken. However, the complaint information has been provided to the relevant sectors for their awareness, and we will continue to monitor the trend of this type of incident and continue production according to our current standard operating procedures.